Event description:
It was reported that the ilet pump displayed dosing stopped after the user paired a new freestyle libre 3 plus sensor to the freestyle app instead of the ilet app, resulting in the pump not receiving continuous glucose monitor (cgm) data and the user not reverting to alternative therapy after bg run mode expired. Symptoms included hyperglycemia with reported glucose over 400 mg/dl, dry mouth, and urinary frequency. Outcomes included a missed insulin dose and a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified related to improper procedure by using the incorrect app pairing, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.